Event description:
It was reported while infusing multiple cardiac pressors the 8015 was flashing on and off and then shutdown. Patients' blood pressure dropped with a mean arterial blood pressure of 40. The clinician switched out the pcu and modules. Once the infusions were running again, the patient's blood pressure returned to base line and returned to normal.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported while infusing multiple cardiac pressors the 8015 was flashing on and off and then shutdown. Patients' blood pressure dropped with a mean arterial blood pressure of 40. The clinician switched out the pcu and modules. Once the infusions were running again, the patient's blood pressure returned to base line and returned to normal.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.